Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got a bacterial infection and their implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.